Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (B)(4) alleging that her onetouch ultrasmart meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy began approximately one month prior to contacting lifescan. The patient compared the subject meter to a hospital device; however she could not provide the results, only that the result from the subject meter was "4-6 mmol/l" higher than the hospital device. It is not known how the patient manages her diabetes. The patient denied that any symptoms developed; however she stated that approximately one month prior to contacting lifescan, she was treated by an hcp in ER where she received insulin (type and dose not recalled). At the time of troubleshooting, the csr noted that the patient did not have control solution to perform a walk-through test, the test strips had not expired or been open for longer than the discard date, the test strip vial was not cracked or broken, the patient was unable to state whether the unit of measure was set correctly at the time of testing, the patient was using the correct testing technique and the patient was using an approved sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusions: the patient claimed to have received insulin treatment by an hcp at ER after the alleged product issue began. This treatment does meet lifescan's criteria for a serious injury.